Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 2.5-2.75x25mm target lesion located in the moderately tortuous proximal left anterior descending (lad) artery. A 2.75x28mm taxus element was successfully implanted in the proximal lad. Next the physician wanted to perform poba in a side branch with an unspecified balloon catheter, but when attempting to pass through the previously placed 2.75x28mm taxus element stent the proximal edge of the stent was deformed. No attempt was made to re-dilate the 2.75x28mm taxus element stent. The physician implanted an unspecified promus stent over the deformed taxus element stent and completed the procedure. No further patient complications were reported and the patient status is ok.